Manufacturer narrative:
Based on the current information provided, the root cause of the post-operative complication(s) cannot be determined or is unknown. If additional information is received, a follow-up MDR will be submitted. A system log review was not performed since there is insufficient or unconfirmed product/event information. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sleeve gastrectomy procedure, the patient presented with staple line infection and a hematoma on the distal part of the stomach. The events leading up to identification of the hematoma, how it was specifically repaired/treated, and the cause of the post-operative complication(s) are unknown.

Event description:
It was reported that a few weeks after a da vinci-assisted gastrectomy surgical procedure, the patient was brought back due to an infected staple line and underwent repair of a hematoma. The hematoma was found on the distal part of the stomach. The events leading up to identification of the hematoma, how it was treated/repaired, and the cause of the post-operative complication(s) are unknown. Isi made multiple follow-up attempts to contact the surgeon to obtain additional information. However, no further details have been received as of the date of this report.